Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The issue did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to get back in touch if any malfunction code reappeared, and they acknowledged and understood the instructions.